Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that the blade was broken at the mount. The returned blade was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a knee procedure, the blade broke at the mount. It was also reported that an x-ray was performed to locate the broken piece. The broken piece was not retrieved. It was reported that there was a 15 minute delay to the procedure. It was further reported another blade was readily available.